Manufacturer narrative:
Product analysis: the device was returned for analysis with the stent off the balloon. The stent did not return for analysis. The distal tip of the delivery system was slightly flared; however, this is consistent with the use of the device in-vivo. Balloon folds were slightly opened. Crimp impressions were visible along the balloon working length. There were kinks on the hypotube, at 21cm and 23cm distal to the strain relief. (B)(4).

Event description:
The physician was attempting to use a resolute integrity rx drug eluting stent to treat a lesion in the mid cx exhibiting little vessel tortuosity. The device was removed from its packaging as per IFU and inspected with no issues noted. The device was inspected post removal of the protective sheath, with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device to the lesion. During the procedure, the stent did not pass through a previously deployed stent. Resistance was noted when advancing the device to the lesion but it is unknown if excessive force was used. During removal, following failed delivery, a stent dislodgement occurred. It is reported that the stent had to be deployed in the left main coronary artery. A balloon was inflated alongside the dislodged stent to push the stent along the arterial wall.